Event description:
It was reported that the touchscreen became cracked. Customer stated that the pump was hit against a metal chair by accident. The pump was noted to remain functional. Customer's blood glucose level was 361 mg/dl. The customer administered a manual injection to address the high bg. Reportedly, the customer would continue to use pump for insulin therapy. Customer reported that elevated bg level was due to recently eating and was not due to the reported touchscreen crack.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became cracked. Customer stated that the pump was hit against a metal chair by accident and the pump is functional. Customer's blood glucose level was 361 mg/dl. The customer administered a manual injection to address the high bg. Reportedly, the customer would continue to use pump for insulin therapy.